Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it's noticed that needle clogged and flow occluded during usage.

Manufacturer narrative:
H.6. Investigation: lot#9004521 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation 6.base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it's noticed that needle clogged and flow occluded during usage.